Manufacturer narrative:
A final medwatch will be sent at the conclusion of our investigation.

Event description:
The information provided to sjm indicated a 29mm masters series mitral valve was explanted on (B)(6) 2013. Thrombus and fibrin tissue were found on the sewing cuff and the subvalvular apparatus was moderately calcified upon explant of the valve. A new unknown valve was implanted and the patient was discharged with no further consequences.